Event description:
It was reported that a user required assistance setting up a new ilet and pairing it with a dexcom g7 cgm after disconnecting a previous ilet, with multiple troubleshooting steps performed including cgm code reentry, firmware verification, device restart, sensor replacement, and correction of a misread pairing code to enable successful pairing and subsequent weight entry. Symptoms included hypoglycemia treated with oral glucose. Outcomes included user education, troubleshooting support, and successful progression toward normal operation once cgm pairing and warm-up were completed. Investigation included technical troubleshooting, verification of software version, cgm mode toggling, sensor replacement, and confirmation of proper pairing workflow. Investigation of this case revealed no device malfunction of the ilet pump, with the issue attributable to pairing setup errors including an incorrect sensor code entry and the need to await cgm warm-up. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user-related setup factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.